Event description:
Infant was being circumcised by dr (B) (6). During the procedure, the metal base broke. A new gomco was obtained and applied. Circumcision was completed by dr (B) (6). Dr (B) (6) reports no injury to the infant. Dates of use: (B) (6) 2010. Diagnosis or reason for use: circumcision.